Event description:
It was reported that something was wrong with the patient¿s stimulator and it was not working correctly. When the patient turned on the device, it pulsated; it would cut in and out and would not stay steady. The patient stated that sometimes it seemed to cut completely out. It was not stimulating like it used to. The patient stated one day it worked fine, the next day it wasn¿t. The patient had tried all 4 programs and it was doing the same thing. There was no accident or incident. The patient did not have a current managing physician. Additional information was requested, if received a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3550-39, lot# n314550, implanted: (B)(6) 2012, product type accessory; product ID 3 7754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
Follow up information received reported that the patient still had concerns regarding their device therapy (¿concerns unresolved¿) but was working with their doctor and/or manufacturer¿s representative. It was noted that they did not any appointment dates. Further follow up information received 4 days later reported that there was no problem with the implantable neurostimulator (ins). The patient stated that they were getting stimulation but it wasn¿t like it used to be. It was noted that the patient had not been reprogrammed for quite some time. The patient was seen on may 14 by the manufacturer¿s representative and was reprogrammed. The patient subsequently reported that everything turned out well.

Manufacturer narrative:
(B)(4).

Event description:
It was further stated that when the patient had the intermittent/inconsistent stimulation, the patient would check the stimulator with the programmer. Stimulation would come back on randomly on its own. The patient used stimulation mostly for being up and walking g around. The issue started 2 months ago suddenly. The patient had been seen 3-4 weeks ago for reprogramming and had been seen twice for the issue since it started. The reprogramming worked for about a day and a half and then stimulation was intermittent again. The patient had not fallen or had an accident. Interrogation revealed that impedances on a couple of electrodes were greater than 18,000 ohms and 20,000 ohms on the 8-15 lead. Electrodes 0-7 were normal. Most of the patient's pain was on the right side. The patient had been using groups e and g; group e did not use electrode 7. Adaptivestim had been disabled which did not address the issue. It was stated that if a revision was necessary, the implant physician would do so. The patient did not have a managing physician as the trialing physician was no longer practicing. If additional information is received a follow up report will be sent.

Event description:
It was further stated that the patient had no further concerns.

Event description:
It was further reported that the impedance issue did not resolve. The cause was unknown. The device was reprogrammed to other electrodes on (B)(6) 2014 and the patient received effective therapy.